Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. (B)(4).

Event description:
Device 2 of 3. Reference MFR report: 1627487-2016-05224. Reference MFR report: 1627487-2016-05226. There are two anchors with the same lot number. It was reported the patient's scs system was explanted due to an infection. The infection site is unknown and the explant date is unknown.